Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient reported dysphotopsia. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. This report was mailed to FDA on: 04/30/2008.